Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient presented with (B)(6) bacteremia and sepsis. The patient also developed mitral valve endocarditis involving a mitral valve annuloplasty ring. The patient was treated with antibiotics. During explant of the implantable cardioverter defibrillator (ICD) system, the patient developed bradycardia and hypotension and there were ¿runs¿of ventricular tachycardia (vt). The patient went into cardiogenic shock, renal and liver failure and was placed on a ventilator. The patient remained in shock and was unable to be ¿weaned¿ from the phenylephrine and epinephrine drips. Based on the prognosis the decision was made to withdraw care and the patient expired. The patient was a participant in the product surveillance registry study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.